Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Insulin pump received with all buttons responding properly. No damage on keypad assembly. No unlocked j2/lcd keypad connector. However, unit passed the displacement test. Pump received with normal operating current. Pump passed self test. Pump passed off no power test. No unexpected low battery alarm anomalies noted. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone that the insulin buttons were less responsive. Customer¿s blood glucose was unknown at the time of incident. The insulin pump will not be returned for analysis.